Event description:
The customer stated that she was hospitalized with a blood glucose reading of 490 mg/dl. The customer was unable to perform troubleshooting at the time of the report. The customer stated that the cannula of the infusion set at the time of the event was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.